Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced for normal battery depletion (nbd). The device was later returned for analysis. No field allegations have been received. This report was created due to laboratory findings. No patient harm was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device longevity was unable to be calculated. The device triggered replacement indicator while implanted. There was no end of life (eol) time stamp. The interrogated monitoring voltage was 2.17 volts and the battery status was battery expired. Device values were re-entered and the device did not pass longevity calculations. Detailed analysis was performed and the cause of the premature cell depletion was undetermined. The device operated normally throughout analysis.